Manufacturer narrative:
Concomitant products: w3dr01 ipg; implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. It was also reported that the right atrial (ra) lead exhibited both oversensing and undersensing. It was further reported that the rv lead exhibited chronically low r waves. No further patient complications have been reported as a result of this event.